Event description:
The customer contacted stryker to report that their device defibrillation hard paddles had damage. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use reported for this event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The defibrillation hard paddles were replaced to resolve the issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
While the defibrillation hard paddles were replaced to resolve the issue, the cause of the issue could not be determined.

Event description:
The customer contacted stryker to report that their device defibrillation hard paddles had damage. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use reported for this event.